Event description:
Received multiple reports of undocumented incidences of IV pump alarms in use with IV tubing. A pt was in the cvicu receiving multiple IV drup drips. IV drips: epinephrine, neosynephrine, dobutamine, and levophed, all at a rate of at least 5mcg/kg/hr. The pump started alarming occlusion line a, and the pump would switch to the kvo mode. While the nurses attempted to clear the alarms and reset the pump, the pt's bp fell, requiring boluses of IV meds and fluids. Pump switched out, and another pump alarm rec'd, with resultant repeated fall in bp, with need for additional boluses. Pump switched again. The pt recovered from this event without problem. This also happened with another possible 1-2 pts in undocumented incidences, no pt harm reported.